Event description:
During a routine device exchange, the device was connected to the cardiac leads and increased pacing impedance was observed on the right ventricular (rv) and left ventricular (lv) channels. While attempting to disconnect the leads, the rv lead was unable to remove from the header. The set screw was observed to be out of the expected position in the header. A new device was successfully implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The reported events of difficult to remove and high pacing impedance were not confirmed. The right ventricular setscrew was found to be fully stripped from the lead bore. This did not allow the set screw to be tightened and secured properly in the field. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.